Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed for clip movement. It was reported that the mitraclip procedure was performed on (B)(6) 2018 to treat functional mitral regurgitation (mr) with an mr grade of 3. One clip was implanted, reducing mr to 1. After clip deployment, clip movement was noted and the clip was no longer perpendicular in the medial / lateral direction. After the procedure, the patient felt sick and had to vomit over a longer period of time. This caused a very high left atrial pressure. On (B)(6) 2018, echocardiogram was performed. The clip was secure on the leaflets; however, it was almost horizontal in the valve. Mr remained at 1. The patient is stable. It is the physician's opinion that the patient vomiting over a long period of time, and high left atrium pressure likely caused the clip to tilt more sideways (lateral direction). It is the physician's opinion the patient becoming sick and vomiting is not device related. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported partial clip movement appears to be related procedural circumstances as the clip was noted to have moved due to prolonged vomiting and high left atrium pressure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.